Manufacturer narrative:
(B)(6). Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). Or baxter healthcare ¿ (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the infusion hole (port). This was observed prior to treatment. There was no patient involvement. No additional information is available.